Event description:
It was reported that during a hemorrhoidectomy the device did not staple. No further information is available. The case was completed with a same like device with no patient consequence.